Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the pulse generator exhibited backup operation. The patient was pacemaker dependent, and had been lost to follow-up since implant.